Event description:
Patient received an ultrasound guided midline IV catheter to undergo a nuclear medicine stress test. IV was placed in the right basilic vein without complication. Blood return without coaxing was observed. Radioactive tracer and saline flush was completed. Upon completion of the procedure, the catheter was advanced out without resistance; however, only 1 cm of tubing was removed. The other 9 cm of catheter tubing had severed off inside the patient's vein. Subsequent imaging identified that a 6.5 cm catheter fragment had migrated within the right descending pulmonary artery extending into a segmental branch of the right lower lobe pulmonary artery. FDA safety report ID# (B)(4).